Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d2, d4, d9, g3, g4, g6, h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, e1, g3, g4, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified the liner is engraved with ¿ats-28/53¿ and ¿pe-131261¿ on the top flat surface. The liner was returned with a ceramic head retained with in the i.d. The ceramic head is worn into the i.d. Of the liner and not able to be moved/rotated within the i.d. There is a yellow ring of discoloration around the o.d. And scratches on the top flat surface of the liner. No other damage was noted during visual evaluation. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to significant wear of the liner. The head and liner were exchanged.

Manufacturer narrative:
(B)(4). G2: foreign: france it was reported that no further information is available, therefore no product identification information is available for reporting. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.